Event description:
A physician reported cannula clogged during cataract surgery (with intraocular lens implant). The surgery was completed by replacing with a new pak. There was no patient impact. Based on new information received, the title was updated in reporter section from unknown to ophthalmologist.

Manufacturer narrative:
No technical inquiries were received from the reporter. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).